Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 462 mg/dl. The customer was treated with manual injections for high blood glucose level. Customer reported symptoms such as thirst related to the high blood glucose. It was not reported whether auto mode was active at the time of the incident. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.